Manufacturer narrative:
Device eval: one smiths medical cadd-solis ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Review of the event history log showed no discrepancies. Functional testing involved accuracy testing and showed the device to be within manufacturing specification of +/- 6%. Based on the investigation, the complaint allegation was not confirmed.

Event description:
It was reported by a nurse that a cadd® cadd®-solis ambulatory infusion pump was either over or under delivering. No report of patient injury.